Event description:
It was reported that during an unspecified surgery, the motor device "died". There were no delays to the planned surgical procedure as a spare identical device was available for use. No patient harm, adverse outcome or injury was alleged. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual sample was returned for evaluation.  Reliability engineering evaluated the device.  The device was tested and the reported condition was duplicated and confirmed. This was due to e2 error. The assignable root cause was determined to be device misuse.  If additional information should become available, a supplemental medwatch report will be submitted accordingly.